Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a ankle arthroscopic procedure, two different 3.0 sabre shavers shed a large amount of metal. No additional information provided, additional information requested. Additional information provided 7/27/2021: the shaver created metal shavings in the joint space of the patient and were removed.

Manufacturer narrative:
The device was not returned for investigation, however pictures of the device during use were provided. In the images it can be seen that there are scratches on the exterior circumference of the distal end of the inner component (c4553-01). As the device was not returned for investigation the cause of the complaint could not be determined.